Manufacturer narrative:
Correction: to UDI now provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. Upon further follow-up, it was reported that the navigation system was reported to be accurate until they put the drapes on the patient.

Event description:
A medtronic representative reported on behalf of the site, that after registration and after an incision had already been made for a cranial resection, the patient tracker was moved creating a 1/2 cm inaccuracy. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure was a few seconds due to this issue. There was no impact on patient outcome.